Event description:
User facility reported the physician had difficulty inserting the disposable novasure device during an endometrial ablation. The patient had "a very tight cervical ostia" and the device was inserted "with some force". Three cavity integrity assessment (cia) tests were unsuccessful. A hysteroscopy was done and "a perforation through the fundal region" was seen. The procedure was abandoned. During follow-up on (B) (6) 2010, it was reported the patient was discharged home after the attempted novasure procedure. Additionally, it was reported the physician is going to reschedule the novasure procedure in 3-6 months. An endometrial biopsy was done prior to the attempted ablation, as was a dilatation, and sounding with a metal sound (not a hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B) (4).